Manufacturer narrative:
The excor blood pump, s/n (B)(6), was in use on the patient until the pump exchange (38 days). On 2024-03-13 the blood pump in question was returned to berlin heart gmbh for investigation. We have reviewed the production records of the excor blood pump s/n (B)(6). This pump was produced according to our specifications. During initial visual inspection of the returned blood pump, no abnormalities were found. The blood pump was tested for functional performance as well as noise emission. The pump performance met our specifications. The blood pump was completely filling and emptying, and the membrane movement showed no abnormalities. Operating noises could be heard during the test. The noises could not be assessed as crunching. For further evaluation, the blood pump was disassembled, and individual membrane layers were individually tested. All three layers of the membrane were intact, and the graphite distribution was uniform without any gaps. The stabilizing ring was without any defects. No vibration of the valve leaflets was detected. No crunching noises were detected during testing. Therefore, no correlation between the pump and increased ldh values of the patient could be detected. The complaint could not be confirmed. Neither a defect nor a malfunction could be detected. All examinations revealed no abnormalities. The blood pump met its specifications.

Event description:
The site notified berlin heart inc. Clinical affairs that the blood pump on a patient being supported with the excor pediatric vad system developed an audible "crunching sound'.additional information provided by the site, on 03-01-2024, reported that the patient was exhibited ldh lab values consistent with hemolysis. The patient's ldh level increased from 1636 on (B)(6) 2024 to 3557 on (B)(6) 2024. According to the site, the blood pump maintained complete filling and emptying throughout.

Manufacturer narrative:
The excor blood pump, s/n (B)(6) on the patient since (B)(6) 2024 until the time of the event on (B)(6) 2024 (38 days) we have reviewed the production records of the excor blood pump s/n (B)(6). This pump was produced according to our specification. A detailed investigation report will be provided as soon as it is available.